Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: during investigation, the battery compartment was cracked at left side of grip. The black box showed no evidence of short battery life , black /box indicates the user is installing a discharged battery after replace battery alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery cap threads were stripped with a battery life issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.